Event description:
Related manufacturer reference number: 3006705815-2024-02059. It was reported that the patient's leads had migrated, and as a result the patient was experiencing ineffective therapy. There were no reported traumas or falls. Surgical intervention took place where the scs leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information was received stating effective stimulation was restored. Also, only one lead migrated, the 2nd lead was electively replaced per physician elected to replace both leads. Therefore, not reportable as device was electively replaced.

Manufacturer narrative:
Date of event estimated. Correction - this is not reportable as device was electively replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.